Event description:
It was reported that the user experienced a low blood glucose of 62 mg/dl after a preceding high near 300 mg/dl, which occurred following consumption of multiple bananas that were not announced to the ilet; the low was treated with oral glucose tablets and juice, and the user reported no symptoms. Symptoms included no reported clinical effects. Outcomes included no reported impact such as emergency care or hospitalization. Investigation included review of device-reported glucose trends and user-reported actions, along with troubleshooting and education regarding proper meal announcements and referral to the manufacturer for guidance. Investigation of this case revealed that missed meal announcement after carbohydrate intake led to hyperglycemia followed by a reactive low, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement.